Manufacturer narrative:
Ticket searches and performance testing could not be performed as the likely cause lot number is unknown. No customer returns were available for evaluation. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag qualitative confirmatory.

Manufacturer narrative:
Product evaluation conclusion updated to include r&d testing, 20 august 2020: testing was performed on sid (B)(6) using the architect hbsag next qualitative assay with a reactive result of 3404.18 s/co obtained which aligns with the repeat reactive (652, 647 and 663 s/co) and confirmed positive results (92% neutralization) obtained with the architect hbsag qualitative ii/ architect hbsag qualitative ii confirmatory assays. Pcr and sequencing testing were also performed on the sample where the pres1-s region was successfully amplified and sequenced. Overall, the testing performed indicates that the sample is a true positive. Pcr and hbsag next testing confirmed the positive result obtained by the customer. Additional h6 method codes added.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false repeat reactive architect hbsag result on one (B)(6) yr old patient. Results provided: (B)(6) 2019 sid (B)(6) = 652 / 647 / 663 s/co; hbsag confirmatory neuralization assay = 91.99% (confirmed positive). Previous hbsag results: (B)(6) 2019 = 0.33 s/co, (B)(6) 2018 = 0.2 s/co, (B)(6) 2015 = 0.3 s/co. Other test results provided: (B)(6) 2019 sid (B)(6): anti-hbs = >1000 miu/ml; anti-hbc = 0.2 s/co (nonreactive); anti-hbc igm = 0.06 s/co (nonreactive); hbeag = 5.26 s/co (reactive); anti-hbe = 2.65 s/co (negative); hbv dna = 3.07 x10^6 iu/ml. No impact to patient management was provided.